Event description:
Incorrect joint behaviour: the joint bent when descending stairs, resulting in a fall. No noticeable malfunction, patient unsafe. The joint is bent when descending stairs, without damping left shoulder fracture, diagnosis pending.